Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint (pc), concerned an 82-year-old (at the time of initial report) han male patient. Medical history included hypertensive cerebral infarction and high blood lipid. Concomitant medication included acarbose, amlodipine besilate, atuotafating (as reported), atorvastatin calcium, idebenone, donepezil hydrochloride and insulin glargine from another manufacturer, all for unknown indications. The patient received insulin lispro (rdna origin) (humalog 100 u/ml), injections, via a cartridge, through a reusable pen (humapen ergo ii), 16 u in the morning, 12 u at noon and 14 u in the evening, subcutaneously, for the treatment of diabetes mellitus, beginning approximately in 2014. On (B)(6) 2022, while on insulin lispro therapy, he experienced his blood glucose was very high (results, unit or reference values were not provided), and they could not come down, therefore he was hospitalized and treated (treatment details were not provided). He was discharged from the hospital on (B)(6) 2022, and he improved a little after being hospitalized and treated (as reported). Approximately in jul or aug-2022, they discovered a possible reusable issue, due to the injection pen occurred a possible inaccurate dose, after injection completed, removed from the injection site, the needle had a lot of liquid leakage (B)(4)/lot number 1806d01, then possibly insulin lispro therapy dose was not fully injected into the body. Information regarding corrective treatment, outcome the remaining event, laboratory examination findings, hospitalization date and further details were not provided. Insulin lispro therapy was on-going. The operator of the humapen ergo ii, and their training status was not provided. The humapen ergo ii general and suspect device duration of use were not provided but possibly started on an unspecified date in 2014. The action taken with suspect humapen ergo ii was unknown; since the device is not being returned, evaluation for a malfunction is not possible. The reporting consumer did not know if events were related to insulin lispro therapy neither to the humapen ergo ii. Edit 01-sep-2022: upon internal review of the initial information onset date of blood glucose increased was corrected from (B)(6) 2022. No further changes were performed. Edit 13sep2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 14sep2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint (pc), concerned an 82-year-old (at the time of initial report) han male patient. Medical history included hypertensive cerebral infarction and high blood lipid. Concomitant medication included acarbose, amlodipine besilate, atuotafating (as reported), atorvastatin calcium, idebenone, donepezil hydrochloride and insulin glargine from another manufacturer, all for unknown indications. The patient received insulin lispro (rdna origin) (humalog 100 u/ml), injections, via a cartridge, through a reusable pen (humapen ergo ii), 16 u in the morning, 12 u at noon and 14 u in the evening, subcutaneously, for the treatment of diabetes mellitus, beginning approximately in 2014. On (B)(6) 2022, while on insulin lispro therapy, he experienced his blood glucose was very high (results, unit or reference values were not provided), and they could not come down, therefore he was hospitalized and treated (treatment details were not provided). He was discharged from the hospital on (B)(6) 2022, and he improved a little after being hospitalized and treated (as reported). Approximately in (B)(6) 2022, they discovered a possible reusable issue, due to the injection pen occurred a possible inaccurate dose, after injection completed, removed from the injection site, the needle had a lot of liquid leakage ((B)(4)/lot number 1806d01), then possibly insulin lispro therapy dose was not fully injected into the body. Information regarding corrective treatment, outcome the remaining event, laboratory examination findings, hospitalization date and further details were not provided. Insulin lispro therapy was on-going. The operator of the humapen ergo ii, and their training status was not provided. The humapen ergo ii general and suspect device duration of use were not provided but possibly started on an unspecified date in 2014. The action taken with suspect humapen ergo ii was unknown. The device was returned to the manufacturer. The reporting consumer did not know if events were related to insulin lispro therapy neither to the humapen ergo ii. Edit 01-sep-2022: upon internal review of the initial information onset date of blood glucose increased was corrected from (B)(6) 2022. No further changes were performed. Edit 13sep2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 14sep2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 25sep2022: additional information received on 21sep2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with lot number 1806d01 of humapen ergo ii . Updated malfunction from unknown to no, date of manufacturer, narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 25sep2022 in the b.5. Field. This is a downgrade report that no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary: a patient's family member reported after the humapen ergo ii device was used, "there was a large amount of liquid leakage at the needle." The patient's family member suspected the device was not accurate. The patient experienced increased blood glucose. The investigation of the returned device (batch 1806d01, manufactured june 2018) found the soft touch was partly de-bonded. This damage is consistent with excessive force exposure while in the field. However, the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.